Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/30/2025, an arthrex subsidiary employee reported via email that an ar-1588rt-ib tightrope ii rt, reconstruction with internalbrace, had the thread break when passing through the bone hole. All broken pieces were removed. The case was completed by using another ar-1588rt-ib tightrope ii-rt. This was discovered during an acl procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 07/08/2025: there was no case delay or added anesthesia administered. No adverse effects were reported on or after the surgery.